Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, the device would work for a while and then gradually lose power. Another device was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/02/2009. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00209 and medwatch 2210968-2009-00210. The same patient is represented in each medwatch.